Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient's mother stated on (B)(6) 2020, the area where the sensor adhesive was placed was bright red had discharge. The patient went to the hospital to see a doctor and was prescribed an oral antibiotic and unspecified skin cream to apply to the irritated area. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.